Manufacturer narrative:
Additional information was received that the patient's ipg was bulging from the pocket but there was no breakage of the skin. The ipg was just superficial.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was reportedly doing well post operatively.

Event description:
A report was received that the patient¿s battery site was sensitive to touch. The patient will undergo a battery revision.

Event description:
A report was received that the patient¿s battery site was sensitive to touch. The patient will undergo a battery revision.

Event description:
A report was received that the patient¿s battery site was sensitive to touch. The patient will undergo a battery revision.